Event description:
A manufacturer representative reported that the implantable neurostimulator (ins) was in the patient's torso back area closer to the ir ribs. It was noted that the patient was heavier. When the patient would move the ins would move as well. If the patient was sitting or lying the battery was fine. When the patient was standing the battery would tilt out so a revision was being performed on (B)(6) 2016. The doctor was planning to suture the ins to adipose tissue in the pocket. There were no patient symptoms reported. The patient was implanted for non-malignant pain.

Event description:
Additional information received reported that they had surgery on their stimulator battery on (B)(6) 2016. It was reported that during the surgery, the physician cleaned the pocket out but also attempted to anchor the battery so it would not tilt forward. At their two week follow-up appointment, their battery was still slightly tilted forward and was told that it was the best that it could be and their body type was causing the battery to tilt in the manner that it was. An appointment on (B)(6) 2016 was made in order to do some reprogramming and turn the adaptive stimulation back on, which was turned off when they had surgery on (B)(6) 2016. On (B)(6) 2016, the patient showed the manufacturer representative that their battery was sitting completely sideways in the pocket and cause them a lot of pain. Currently, they did not have any type of health insurance and was holding them back from getting the battery fixed in the pocket. The patient reported that the stimulator was still working and they would like to have the stimulator adjusted. The patient was recommended to go to the emergency room to get their battery fixed due to not having surgery. They called their primary physician and had been working on getting into a surgery to fix the battery which was taking a long time to get this taken care of. The patient reported that they now need their battery fixed for the third time since the stimulator was implanted and that was not right for them as a person. On (B)(6) 2017, the patient met with another manufacturer representative where they adjusted their stimulator and did what they could to help. The manufacturer representative turned the adaptive stimulation on and explained how to set the settings for each position but the patient didn¿t feel like it was working correctly. Prior to the appointment, the patient felt that they were only left with one program that didn't work for them but they hadn't been using the remote correctly. The patient has had 3 surgeries altogether with the initial implant and issues with the battery or its pocket. Now they have a battery that is sitting sideways in the pocket causing a lot of pain and discomfort. The patient feels like they have been given faulty equipment.

Event description:
Additional information received reported that they did not put the stimulator in and would not be doing anything with removing the stimulator or changing anything with the battery. No additional information was provided.

Event description:
Additional information was received from a consumer on (B)(6) 2016 indicating that the patient had just moved states. The patient stated that before they moved they were given the manufacturer representative¿s phone number but there was difficulty getting a hold of the manufacturer representative. Their implantable neurostimulator (ins) was tilted forward and they were experiencing a lot of pain since the end of (B)(6) 2016. The patient was having difficult time seeing the health care professional (hcp) due to not having insurance. According to the patient, the hcp was aware of the ins being tilted and told the patient to got to the emergency room to take care of the problem. Patient services provided patient advocate foundation contact information regarding payments and insurance. The patient reported that a particular manufacturer representative was made aware on (B)(6) 2016 when the hcp and manufacturer representative met the patient. The patient stated that ¿they were in the dark as to what needed to be done with the stimulator.¿ the patient decided that they were not going to go to the emergency room for their issue. The patient contacted their old manufacturer representative from (B)(6) who got in contact with the patient¿s new manufacturer representative in (B)(6) who the patient had seen in (B)(6) and an appointment was set up with the new manufacturer representative in (B)(6) 2016. The patient saw this manufacturer representative on (B)(6) 2016 for an adjustment. The manufacturer representative deleted the old setting and the patient now had one program which was not helping them. It was reported to be okay when the patient was sitting in a chair but once they got up it was not okay. Now it was tilted. The patient stated that they wanted to have the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.